Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heat seal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿insufficient heat seal¿ is confirmed. Received one 138114a in original package. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal however, the device was encroached in the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging did have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. We will continue to monitor for trends through the complaint system to assure patient safety.